Event description:
It was reported that a merlin.net transmission revealed increased impedance on the rv lead. High thresholds were also noted. During lead replacement, it was unable to replace the lead as the cephalic vein was too narrow. The impedance and pacing thresholds remains high. Implanting a new pace/sense lead on the right side will be discussed.

Event description:
Event clarification: lead replacement was scheduled but was not done, as the cephalic vein was too narrow. Review of x-rays showed no clear indication of lead damage. New information received indicated that during revision, replacement lead was not able to pass through the vein. Old lead remains implanted, although the impedance remains high. Other measurements were normal and stable. Patient will continue to be monitored remotely. Patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.